Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. As received, the belt was unable to complete testing. Upon evaluation, the front therapy electrode (te) cable was severed between the front te and ECG electrode a. The cause of the severed cable is physical abuse. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned an electrode belt indicating that it could not complete incoming functional testing.